Event description:
When the ¿urge hit¿ the patient, they had to stand still and control themselves.

Event description:
It was reported the patient¿s stimulator was not as effective as it should be. Some days were fine and others were like before they got the implant. Previously, the patient walked through a security gate without turning stimulation off and felt ¿very stimulated.¿ while on the call, the patient was able to increase stimulation to a comfortable level. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v952323, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).